Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to turn off the unit and push the spring loaded switch inside the socket. Afterwards, the unit was tested with a scope and it worked as normal. No device will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source front panel lights are flashing . The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the front panel lights flashing was likely caused by a scratch of the switch in the socket. The specific root cause of the scratch could not be determined at this time. Olympus will continue to monitor field performance for this device.